Event description:
Upon insertion of 2nd trocar under vision of endoscope with camera coupled, the top of the liver was punctured with trocar before the guard released over trocar. Small area noted to be damaged with small amt bleeding. No hemostatic agent used. At completion of cholecystectomy the site was examined with no evidence of bleeding.